Manufacturer narrative:
The device was returned and evaluated; and the customer¿s allegation was confirmed due to a faulty scope socket. In addition to the reportable malfunction documented in b5, the additional non-reportable findings were as follows: due to wear of forceps elevator lever, up/down knob could not be locked securely, due to wear of angle wire, the bending angle in the up direction did not meet the standard value, due to a scratch on switch box, water tightness was lost, due to damage on acoustic lens, water tightness was lost, due to damage on ultrasonic probe, the number of missing element exceeds the standard value, due to damage on acoustic lens, the displayed ultrasound image was defective, the connecting tube and the universal cord had buckling, the air/water-cylinder and the suction cylinder had discoloration, the acoustic lens was peeled and damaged, the objective lens had a crack, the sheet holder unit had corrosion due to water leakage, the adhesive on bending section cover was detached, the objective lens, the suction connector, the scope body, all had scratches. It is most likely that the reported issue was due to wear and tear damage with mishandling and with increasing use/time. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the colonovideoscope had air leakage at the distal end. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, a gap between acoustic lens and ultrasound probe malfunction was found. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Event description:
Additional event information reported by the customer: the event occurred during a diagnostic echo endoscopy procedure; the procedure was completed using the device and there was no patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed gap between the acoustic lens and the ultrasound probe issue could not be determined, however, it the issue was likely the result of repetitive use stress and or user handling/mishandling. Olympus will continue to monitor field performance for this device.